Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope had foreign matter came out of the nozzle. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and associated h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (22) years since the subject device was manufactured. The legal manufacture reviewed the cleaning disinfection and sterilization (cds) processes steps provided by the customer and it was unknown if there were any deviations as according to the customer, it was unknown if the air/water nozzle was flushed with air and water, if the air/water nozzle was wiped/brushed with clean lint-free cloth/brush/sponge, or if the air/water channel was flushed with detergent solution. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if the customer deviated from the IFU cds process steps. Therefore, the cause of the material remaining in the device could not be determined. The issue can be detected/prevented by following the instructions provided in: evis lucera gif type 260 series, operation manual, chapter 3 - preparation and inspection. Evis lucera gif type 260 series, reprocessing manual, chapter 3 - cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.